Event description:
The physician wanted an impedance check with the ins and extension in the snaplid. This could not be done. The setscrew in the ins would not release to remove the pne of the extension. Both the extension and ins were replaced. There was no patient injury and the patient recovered without sequela. The patient was doing well with his therapy.

Manufacturer narrative:
Lead model 3888-45 lot# v331906 implanted: 2009-11-04 explanted: na. Lead model 3888-45 lot# v331906 implanted: (B)(6) 2009 explanted: na. Lead model 3888-45 lot# v302548 implanted: (B)(6) 2009 explanted: na. Lead model 3888-45 lot# v260571 implanted: (B)(6) 2009 explanted: na. Extension model 3708220 serial# (B)(4) implanted: (B)(6) 2009 explanted: na. Extension model 3708240 serial# (B)(4) implanted: (B)(6) 2009 explanted: na. Anchor model 3550-39 lot# n171449 implanted: (B)(6) 2009 explanted: na. Anchor model 3550-39 lot# n137575 implanted: (B)(6) 2009 explanted: na. Programmer model 37743 serial# (B)(4). Recharger model 37752 serial# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final device analysis for the ins revealed part of the lead was stuck inside the connector port. The connector sleeves were crushed. The set screw and grommet are missing from the lower port. A connector sleeve is visible inside. It is the #1 sleeve. The set screw has been over-tightened on this connector. The connector sleeve has been crushed and is stuck in the set screw block. The #0 connector sleeve has been pulled off and was not returned. Final device analysis for extension (B)(4) revealed the proximal end connector was crushed.